Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, transesophageal echocardiogram (tee) revealed an annular fistula to the right atrium. Bypass was re-initiated and the valve was explanted and replaced. A pericardial patch to the aortic annulus and the right atrial septal wall was placed. The electrocardiogram (ECG) showed complete heart block (chb) resolved with temporary pacing. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that 3 days post valve implant a permanent pacemaker was implanted for complete heart block (chb). The physician also reported the annular fistula was completely a consequence of one of the annular sutures pulling through when the valve was secured, resulting in a very small tear at the subannular/annular level with direct communication into the right atrium, and was a surgical technical issue independent of the prosthesis. The physician reported the patient had an otherwise uncomplicated course and full recovery after surgery. If information is provided in the future, a supplemental report will be issued.